Event description:
It was reported by the customer that during a procedure the bur guard heated up and seemed to melt onto the handpiece. It was reported by the customer there was no user or pt injury associated with this event. The procedure was completed by using another drill. There were no reports of any adverse pt or user event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval, the technician noted visual evidence that a bur guard had melted onto the handpiece. Most likely the user did not perform the twist check to ensure the bur guard was snapped into place on the handpiece per the applicable IFU.